Event description:
During surgery (cement's extraction during a hip's revision), the threaded extremity of the cement plug drills has broken. It stayed in the pt's bone (femur).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.